Event description:
Boston scientific received information that during a routine device check, the lv lead displayed pacing impedance measurements greater than 2,000 ohms. Additionally, the right ventricular (rv) lead impedance measurements reportedly decreased by half to an unspecified value. No noise was elicited during testing. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.